Manufacturer narrative:
The impella lp 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old japanese female had impella lp 2.5 pump inserted in the left femoral. On (B)(6) 2019 patient developed limb ischemia, as a result femoral angioplasty was used.